Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced an overdose with symptoms of respiratory depression. Oxygen saturation was 58% and the pt appeared dusky in color. The symptoms occurred following a new pump and catheter implant. The drug prescription had not been confirmed. The pt was on a narcan drip and was responding well.